Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified nor could a root cause be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the metal tip detached from the handle during a hip arthroscopy. The surgeon was unable to retrieve the broken pieces from the surgical site. The incident resulted in a surgical delay greater than 30 minutes. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.